Event description:
Stapler locked while dr was approximating bowel for anastomosis. Did not make a complete "doughnut" during anastomosis. Did not pass leak test. Dr had to take additional bowel and perform anastomosis with another stapler.